Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04652. Related manufacturer reference number: 3006705815-2019-04653. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed several high impedance values. In turn, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue.